Event description:
A site representative reported that the o-arm would not open during a spine surgery. When they went to take a lateral spin they heard a clunking noise. She said that there was an instrument stuck in the o-arm. She stated that the o-arm was locked around a patient and they attempted to manually open it. They were unable to manually open the o-arm and had to remove the patient. The surgery was discontinued.

Manufacturer narrative:
Patient weight was not available from the site. The initial report occurred on (B)(6) 2012 and was found to be a non-reportable malfunction based on the information available. This failure mode was determined to be reportable based on information received on (B)(4) 2013. This prompted a retrospective review of similar incidents from the past two years which resulted in the decision to file on this case. A medtronic representative went to the site to test the equipment. The rep attempted to open door manually but it would not open because the rotor railing was off track and misaligned initially preventing manual opening. The rep noticed that the rollers inside gantry were damaged due to an instrument caught in the door assembly. Replacement parts were ordered. The rotor railing was placed back into alignment. New rollers were installed inside gantry and reassembled the railing attached by dingus locks. The rep performed several rotor motion positions to assure smooth transition within gantry. Also performed invalidate home and gain calibrations and gave manual door opening in-service to the device. The reported event was confirmed. The device was repaired and a system checkout showed that the system was fully functional.